Manufacturer narrative:
One viewflex xtra ice catheter was received for complaint evaluation. The catheter deflected in all directions and met specifications for curve shape when actuating the steering mechanisms. The catheter met imaging specifications in the deflected and undeflected states. The catheter was recognized by the catheter interface module and zonare viewmate system and produced a clear image with no blurring or artifacts noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the investigation performed and the information received, the cause of the effusion is procedure related.

Event description:
During a cryoablation procedure, the patient became hypotensive and a pericardial effusion was diagnosed via intracardiac echocardiogram. When pacing from a catheter in the superior vena cava, the physician believed the intracardiac echocardiography catheter was pushed up against a wall and due to a sharp contraction on the pacing spike, a perforation occurred. No intervention was conducted and the patient was monitored, given medication, and then discharged in a stable state. There were no performance issues with the device.